Event description:
The customer received a questionable ion selective electrode (ise) sodium results since (B)(6) 2015. Data was provided for one patient sample. The initial result was 118 mmol/l and was reported outside the laboratory. The sample was repeated on another analyzer and the result was 136 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The customer noticed the ise vessel was dirty, so they cleaned it. The field service representative found the internal standard nozzle was partially occluded and the ultrasonic mixing vessel had a chipped glass bottom. He cleaned the internal standard and diluent nozzles, repaired the ultrasonic mixing vessel and valves. He performed adjustments to the vacuum, sipper, and the internal standard and diluent nozzles. He ran operational and mechanical checks, precision, calibration and qc with success.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.